Event description:
The customer stated that she programmed a bolus of 7.5 units of insulin. The bolus was interrupted by a no delivery alarm, so the customer programmed another bolus of 8.0 units of insulin. After the customer became aware of how much insulin she had taken, she stated that she was going to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.